Event description:
It was reported that the coating of an asahi fielder 18 guide wire was found peeled off during an endoscopic retrograde cholangiopancreatography (ercp) to treat the distal bile duct stenosis. The peeled wire coating was removed. The procedure was then continued and the ercp was completed. It was informed that there were no adverse patient effects after the procedure.

Manufacturer narrative:
As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the unique device identifier (UDI) # and expiration date could not be obtained. Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and referring to known similar events, it was presumed that the edge of the concomitantly-used biopsy needle might have contacted the fielder 18 guide wire, causing the coating of the guide wire to be damaged and peeled off. Although it was concluded that this event was not attributed to product quality, removal of the peeled wire coating was considered as an additional treatment. In addition, a possibility could not be completely ruled out that some coating fragment(s) might be left in the patient as the guide wire was not returned. Therefore, it was concluded that this event was reportable. No CAPA will be taken. Instructions for use (IFU) states: [precautions] if abnormal resistance is felt during use of this guide wire, stop the operation immediately. Determine the cause of resistance within the endoscope's field of view or under fluoroscopy and take any necessary remedial action. Operate this guide wire or the interventional device slowly and carefully while monitoring the movement and position of this guide wire within the endoscope's field of view or under fluoroscopy. When using this guide wire with a metal needle, operate (push or pull with rotation) only the radiopaque portion at the distal end of this guide wire for not more than 5 times. Operation of the part proximal to the distal radiopaque portion of this guide wire must be limited to pushing. [Malfunction and adverse effects] peeling of coating.